Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 23-may-2025 and forwarded to millyard advanced medical products, llc on 24-may-2025. The patient reported that she was having pairing issues with her remotes and pumps, and that the screen on one of her pumps only shows "searching" which she was unable to clear. Troubleshooting was unsuccessful. The patient was advised to seek medical attention but declined. No adverse side effects were reported. Replacement systems were dispensed for same-day delivery. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.